Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item# 01-6550, lot# 035090c; tmj system 50 mm right narrow mandible; item# 24-6562, lot# 069780b; tmj system small right fossa component; g2: consumer: patient; the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00227.

Event description:
It is reported that the patient underwent a tmj procedure, and subsequently is experiencing right side pain. Attempts have been made and additional information on the reported event is unavailable at this time.